Event description:
It was reported that the left ventricular lead dislodged back into the coronary sinus within a week of implant. The patient had difficult coronary sinus anatomy. The lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Analysis revealed that no anomalies were found. However, all conductors had blood/body fluid (not obstructed).